Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. During the transseptal puncture, a pericardial effusion with tamponade occurred. The patient's blood pressure dropped from 120 to 80. A pericardiocentesis was performed to drain the fluid from the pericardium and the patient's blood pressure went back up to 120. The pericardial effusion healed and the procedure continued. A watchman access system (was) was being advanced in the patient and it was noted to have kinked in the mid shaft area while the physician was torqueing it. It was exchanged for another was. A 21mm watchman closure device was successfully implanted. The drain was left in for 24 hours and the patient was stable.